Manufacturer narrative:
(B)(4). The customer provided one photo of an unraveled guide wire. The customer also returned one product lidstock, arterial catheter, and guide wire for evaluation. Visual examination revealed the guide wire was unraveled from the distal end. The point of separation on the core wire appeared curled and tapered , which confirms the wire broke directly adjacent to the weld. Microscopic examination confirmed both welds were fully formed and spherical. The overall guide wire contained no distinct bends or kinks. The total length of the core wire measured to be 345 mm which is within specifications of 345-355 mm per product drawing. This indicates that the entire wire was returned for evaluation. The outer diameter of the guide wire (measured in an undamaged location) measured to be 0.51 mm which is within specifications of 0.508-0.533 mm per product drawing. The sample was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "thread tip of indwelling catheter over spring-wire guide. Hold catheter at desired depth and remove spring-wire guide." An undamaged portion of the returned guide wire was able to advance and retract from the returned catheter with minimal resistance. A manual tug test confirmed the proximal weld was fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "use care when removing spring wire guide. If resistance is encountered, remove spring-wire guide and catheter simultaneously. Use of excessive force may damage catheter or spring-wire guide." The report of an unraveled guide wire was confirmed through complaint investigation of the returned sample. Visual examination revealed that the distal weld had separated from the core wire but was still attached to the coils. This caused the guide wire to unravel from the distal end. The damage was consistent with undue force being applied to the guide wire body. The guide wire met all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.4.-catalog# corrected to sac-00520.

Event description:
Customer reported "during the placement of the device using the seldinger technique that the guide-wire itself started to unravel." There was no harm to the patient. Another device was obtained for use.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reported "during the placement of the device using the seldinger technique that the guide-wire itself started to unravel". There was no harm to the patient. Another device was obtained for use.